Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident has not been returned to belmont for investigation. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. Follow up with the user facility revealed that platelets were being infused during the procedure. The use of platelets is contraindicated, as stated in the manual. The manual also provides the following warning statement: "the belmont rapid infuser ri-2 is not for use in warming platelets, cryo-precipitates, or granulocyte suspensions." Furthermore, the user reported that the same disposable set was used in another rapid infuser to proceed with the case, which is not in accordance with the instructions for use or the instructions displayed on the screen in the event of an "over temperature" alarm. The operator's manual provides the following warning statement: "do not infuse blood that is in the disposable set when over temperature condition occurs. Red cells that have been subjected to high temperature may not be safe to infuse." The user facility reported that the patient death was not caused by the ri-2. The manufacturing records for this serial number were reviewed and no anomalies were identified. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's sales representative received a report from the user facility involving a belmont rapid infuser, ri-2 and reported the following: "during a bad trauma the device they were using began to over temp. They were concerned because temp was going up quickly. They then stopped the infuser and used a backup with the same disposables and that began to smoke. They then used another belmont to complete the case. Maura said that the patient did expire but it was not the fault of the belmont."